Manufacturer narrative:
Investigation summary: the device was not returned to boston scientific for analysis. A work order for field repair was opened as a result of this event. The field service evaluation confirmed that the screen was unresponsive. The screen was re-interfaced and calibrated, and functionality was returned to normal.

Event description:
It was reported the system's touchscreen malfunctioned and the procedure was cancelled due to this event. During a cryoablation procedure, the touchscreen of the visual ice zero cost system malfunctioned. Sedation at the time of the malfunction is unknown. The procedure was cancelled/reschedule due to this event.

Event description:
It was reported the system's touchscreen malfunctioned and the procedure was cancelled due to this event. During a cryoablation procedure, the touchscreen of the visual ice zero cost system malfunctioned. The procedure was cancelled/rescheduled due to this event.